Event description:
It was reported to boston scientific in 2005, that a trapezoid rx lithotripter compatible basket device was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure (patient age, gender, and weight unknown) the same day. According to the complainant, "... The trapezoid did not keep the jagwire in place...." The physician completed the procedure with a second trapezoid rx lithotripter compatible basket. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual analysis of the returned device confirmed the reported event. A visual examination found that the entire length of the sidecar was ripped. In addition, the pull wire was bound up inside the coils preventing the extension or retraction of the basket. However, the cause of the damage could not be determined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.